Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during deployment of the 5.0 x 150 mm absolute pro stent, resistance was met, so the physician opened the handle and manually pulled the cable to deploy the stent at the target lesion. There was no reported adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual inspection was performed on the returned device. The deployment issue and thumbwheel resistance were unable to be confirmed due to the condition of the returned device. The tip separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial 30-day medwatch report, the following information was received: the procedure was in the calcified, superficial femoral artery (sfa). During deployment, resistance was noted in the handle, then after partial deployment, the handle spun without resistance. At some point after stent deployment, the device tip became separated and did not remain in the anatomy. There was no reported adverse patient effect. No additional information was provided.